Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On 21-feb-2025, the manufacturer was notified that a user experienced severe hypoglycemia on (B)(6) 2025, resulting in weakness, coldness, shakiness, and lethargy. The user's blood glucose (bg) dropped to 39 mg/dl and remained "low" (under 54 mg/dl) for approximately nine hours. The user attempted to obtain orange juice (oj) but was too weak to move and called a neighbor, who then contacted the user's children. Ems arrived, administered oj, and transported the user to the emergency room (ER). The user was given oral glucose at the hospital and discharged once bg levels increased. The user reported that the dexcom g7 continuous glucose monitor (cgm) did alert for low bg during the event. No long-term health effects were reported, and the user resumed use of the ilet following the incident.